Event description:
Versacross connect kit inserted into patient's rfv (right femoral vein) through j wire. Felt resistance advancing sheath further into svc (superior vena cava), decided to withdraw the wire and dilator. As we attempted to remove the wire, it had a small kink in it. Couldn't remove it completely off the dilator, it started to strip the coating. At this moment both the dilator and wire were out of the patient body. We ended up cutting the wire from both ends of the dilator and we were able to remove it completely. No harm was done to the patient.